Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Asaio journal 2012. (B)(6). Evgenij v. Potapov, alexander stepanenko, friedrich kaufmann, ewald henning, juliana vierecke, elke lehmkuhl, roland hetzer, and thomas krabatsch. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Event description:
A report was received via a literature article entitled "thrombosis and cable damage in the heartware pump: clinical decisions and surgical technique".  This article discussed the authors' experience with lvad exchange in patients who had developed pump thrombosis, infection or driveline cable damage. They reported that they had had a total of 225 patients with lvad support between sep-2009 and apr-2012 at their institution. The mean age of these patients was 55.4 years of age; with 40 of these patients being female. Six of these patients had developed early pump thrombosis (<30 days), six had developed late thrombosis requiring pump exchange that had occurred between two to nine days after implant. Six patients developed late pump thrombosis requiring pump exchange that had occurred between 84 to 705 days after implant. Two patients had required pump exchange as a result of accidental cable damage as a result of massive external mechanical impact. In this article, the authors describe the use of a left thoracotomy approach for the explant and exchange of these pumps.  The article includes a report of thrombus patient 10 who developed pump thrombosis 60 days after implant with an lvad with a non-sintered inflow cannula. The assumed cause of this event was reported to be sepsis and that the patient was not taking aspirin. The patient underwent pump exchange and is reported to have subsequently expired. The authors concluded that pump thrombosis is a very rare condition caused mostly by new onset heparin-induced thrombocytopenia (hit), mismanagement of anticoagulation or hypercoagulability in the setting of sepsis. Pump exchange in the case of hemolysis should not be delayed. They further reported that the device cable is very reliable and breaks only after excessive external impact. They recommend a minimally invasive approach for pump exchange on cardiopulmonary bypass and off-pump for cable damage or pump explantation. No further information has been provided.

Manufacturer narrative:
Additional information received indicates that further details will not be forthcoming in the next few weeks since these events were not recorded on digital files and would need to be reviewed manually. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Referenced article: asaio journal 2012 article name: thrombosis and cable damage in the heartware pump: clinical decisions and surgical technique by: evgenij v. Potapov, alexander stepanenko, friedrich kaufmann, ewald henning, juliana vierecke, elkelehmkuhl, roland hetzer, and thomaskrabatsch doi: 10.1097/mat.0b013e31827c0d79

Manufacturer narrative:
Hvad pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed since the pump serial number is unknown. Review of log files could not be performed since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s preexisting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. The authors indicated that the assumed cause of the event was sepsis and that the patient was not taking aspirin. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.